Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving intrathecal medication via an implantable pump for post lumbar laminectomy syndrome and spinal pain. The pump was being used to deliver hydromorphone [5 mg/ml] at a dose of 3 mg/day, clonidine [500 mcg/ml] at a dose of 300 mcg/day, bupivacaine [30 mg/ml] at a dose of 18 mg/day, baclofen [100 mcg/ml] at a dose of 60 mcg/day at the time of the event. It was reported on (B)(6) 2017 that the empty pump alarm was occurring and the patient missed the refill. It was related that the patient relocated and couldn't find a managing physician. The patient was now being seen by the hcp who called in but they were not sure they would be taking on long term care and management of the pump. The pump was empty for 12.5 days and patient was ill in the hospital with symptoms of withdrawal. The date of the event was (B)(6) 2017. The plan was to update the pump to 1 ml and low reservoir alarm volume of 0.1 to turn off the alarm. It was stated that they may fill the pump in the next 48-72 hours for a one time fill. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that on (B)(6) 2017, patient was (B)(6) pounds per patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from saol. It was reported that the patient had concomitant drugs: percocet (acetaminophen;oxycodone hydrochloride), celebrex (celecoxib), lyrica (pregablin), cymbalta (duloxetine hydrochloride) and vancomycin IV (vancomycin). No further complications were reported.